Event description:
Spo2 reading drifted downward overnight. When readings went into the 80 percentile range. The pt was checked with another spo2 monitor & reading indicated 97% (this monitor was made by a different mfg.) Biomed was called & finger sensors of both monitors were tried on different sites with reading on 1st monitor 10 to 28% lower than the 2nd monitor.